Event description:
The hosp reported a high frequency cable malfunctioned twice during two separate procedures, on two separate days. The hosp reported the cable may have caused the working element to arch and the cable itself to burn. Both procedure were complete with different cords and electrodes. There was no allegation of pt harm.